Event description:
The pt used the suspect device to check blood glucose and the result was 120 mg/dl before bed time. In the morning pt had a seizure and pt's family member tested pt's glucose on the suspect device and the reading was 78 mg/dl. 911 was called and the emt's tested pt's glucose at 47 mg/dl. Pt was transported to the hosp and pt's glucose was 58 mg/dl. Pt was admitted and treated for hypoglycemia with a glucose IV. Level one glucose control was run on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.